Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this device was explanted due to unknown reasons after five days of being implanted. No additional adverse patient effects.